Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was supposed to help with frequent urination, but patient still went all the time anyway. The patient had not been using the device because it had not really been working for them since implant. Patient indicated they may try contacting their manufacturer representative to inquire about trying to use the device again. Patient's medical history included sciatic pain, numbness down the leg, and knee problems. Patient stated they had gone to physical therapy and confirmed none of these symptoms were related to their device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.